Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
This companion 2 driver was not supporting a patient. The companion 2 driver was shipped to the customer from another implant center via the syncardia warehouse. The customer reported that upon arrival, the driver's key switch was in the "on" position. The customer also reported that the driver was turned "off" and docked into a companion hospital cart in order to charge the driver's internal emergency battery. After several hours, the companion 2 driver was powered "on" again but the touchscreen display was frozen. The customer also reported that the companion 2 driver was removed from the hospital cart and docked into a companion caddy, but the driver's touchscreen display remained frozen. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions.